Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the radiology department. They are having difficulty advancing the peel-away sheath into the patient. The tip is peeling back. As a result, a cook 4.5 sheath was used to place the catheter. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of sheath tip damage could not be determined based upon the information provided and without a sample. No further actions will be taken.